Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the balloon burst. The hospital did not provide any information regarding how the procedure was completed. The hospital did not report any patient complications.